Manufacturer narrative:
The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the bos battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Event description:
It was reported that approx. 3 months after the implantation a lead revision was performed and it was decided to exchange the ICD during this surgery as it was affected a field safety corrective action, bio-lqc, initiated in march 2021. The lead measurements were normal during the surgery and the lead was connected with the new device and left implanted. The screw in the atrial port of the explanted device was not properly connected.